Manufacturer narrative:
Additional information regarding this incident has been requested from the reporter but not yet received. No other complaints have been reported for this lot number. Furthermore, the device is being sent back to a&e medical for investigation, however it has not yet been received. An investigation will be conducted upon its return and once complete, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
A customer in the (B)(6) reported the following: "punching was difficult. After punch, the punch opened difficult. When making the anastomosis, the hole that the punch had made appeared to tear out. Recovered after anastomosis."

Manufacturer narrative:
The suspect device was returned to a&e medical and an investigation was documented in memo to file, (B)(4). Visual analysis of the device determined the root cause to be that the die component of the device was over-sharpened, and there is moderate likelihood that the die inner diameter was out of specification (too large) when the customer utilized the device on the patient. If the pin component and die component clearance is too large, patient tissue may wedge between the pin and the die components, preventing the device from actuating. If the pin and die diameter dimensions are not close enough, the cutting force may not be focused enough to allow the device to function properly. An analogous example would be if a pair of scissors had a loose connection point, so the cutting edges did not line up well enough to efficiently cut. Over-sharpening of the die component may result in a weak cutting edge which failed to make a complete cut in the patient's tissue. This can occur because although the cutting edge has been made razor sharp, the edge has been made so thin that it cannot hold its shape when put under the weight/mechanical stress the heart tissue exerts back onto the cutting edge. The sharp edge may roll away or flex enough for tissue to get jammed prior to being severed by the medical device. In response to previous complaints in 2020, an investigation was conducted as documented in an engineering memo to file, (B)(4). The purpose of the memo was to document the investigation to replicate and determine the root cause of the failure regarding the rotating surgical punch tearing the edges of the aorta while cutting / not making a clean cut. The following conclusions were drawn from the investigation, which align with the conclusions from evaluation of the returned complaint device: a) the complaints documented as rotating surgical punch tearing the edges of the aorta while cutting/ not making a clean cut is due to the punch struggling to cleanly cut the more difficult to cut layers in the aortic tissue such as the adventitia. B) the investigation shows that failures are likely not due to one single root cause, but a combination of contributing root causes; specifically: improperly sharpened dies and larger clearance between pins and dies. C) the investigation also shows that there is some correlation between difficulty cutting and ragged edges on the test material under magnification. D) current punch production tests all punches for cut and activation prior to packaging. Based on the volume of punches sold and the very limited number of complaints, these failures are very isolated events. The complaints do not indicate a patient safety risk. As a result of this investigation, the manufacturing process was improved by adding magnification to the hole cut test performed per (B)(4) in order to better identify product with less than optimal cutting profiles. Images of acceptable and unacceptable test holes were also added to the dop for clarity. It is important to note that the lot of the reported device (02524) was manufactured prior to these implemented improvements. No complaints have been received for this issue on products manufactured after the update to (B)(4). In addition, recent continuous improvement studies of the manufacturing processes have been performed and have found that final inspection (at device manufacturer) testing may pass, but the thin/fine edge created in the sharpening step is not robust enough to be maintained if continuously tested or if tested on more realistic applications. At a&e medical more robust testing is being developed for final inspection, with investment into optical systems for assisting production associates in visual inspection, as well as testing with variable data outputs (scale of 1-5) rather than attribute data outputs (good or no good). In conclusion, based on the low occurrence rate ((B)(4)), the risk assessment, and the manufacturing improvements implemented, no further actions are required at this time. Users continue to use the surgical punches around the world, and they remain safe and effective. In addition, a&e has focused on continuous improvement activities for the production and inspection processes in order to further advance the manufacturing of these devices.

Event description:
A customer in the netherlands reported the following: "punching was difficult. After punch, the punch opened difficult. When making the anastomosis, the hole that the punch had made appeared to tear out. Recovered after anastomosis."

Event description:
A customer in the (B)(6) reported the following: "punching was difficult. After punch, the punch opened difficult. When making the anastomosis, the hole that the punch had made appeared to tear out. Recovered after anastomosis."

Manufacturer narrative:
Additional information regarding this incident has been requested from the reporter but not yet received. No other complaints have been reported for this lot number. Furthermore, the device is being sent back to a&e medical for investigation, however it has not yet been received. An investigation will be conducted upon its return and once complete, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.